Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/11/2014. (B)(4).

Event description:
A customer reported that during a procedure, intermittent footswitch problems occurred. The console was switched out to complete the case. There was no harm to the patient. Additional information has been requested.